Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient has had a history of seizures. The manufacturer representative stated that the patient went to a neurologist and couldn¿t find a cause. At this time, the patient had a seizure since the last two were reported. It was further reported on (B)(6)2018 that the patient was having an MRI because they had another seizure and a headache for two days straight. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient had a seizure after their implant and wanted to know if doctors had reports of seizures occurring after implantation. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient informed the rep that they found a 9mm tumor in her brain and she will be getting surgery to remove it. The doctors believe this was the cause of her seizures and headaches. The doctor believes it is not related to the patient's ins. No further information was reported.